Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. He manufacturer's field service engineer (fse) performed troubleshooting with the customer. And confirmed the reported issue the unit was operating with software version 1.10 and had 12,000 hours of use. The fse replaced the user interface assembly and the issue was resolved.

Event description:
It was reported that the unit's display was very dark. There was no patient involvement.. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 16may2019. MFR site: correction. A user interface (ui) assembly was returned for analysis. An investigation was performed and the root cause was due to a burn out of the cold cathode fluorescent lamp (ccfl) backlight. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.